Event description:
Additional information provided by customer: there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide fiber bundle end face of distal end was chipped and the image was blackout when shaking the universal cord sheath. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope showed a water leakage during the cleaning and disinfection process. There were no reports of patient involvement or harm.